Event description:
It was reported that a xact stent was successfully implanted in the right internal carotid artery. One day post procedure, the patient developed asymptomatic bradycardia. No treatment was given. There was no change in neurologic status. Additionally, one day post procedure, after arteriotomy closure using a non-abbott device, a small right groin hematoma developed. Manual pressure was held and a pressure dressing was applied to the hematoma. The hematoma was reported as unchanged and the patient was discharged to home one day post procedure. The bradycardia resolved on 03/24/2011. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effect of bradycardia is listed in the xact instructions for use as a known potential adverse effect. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.